Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the needle didn¿t slide out over the peripheral nerve evaluation (pne) lead and got stuck. This caused the lead to fray and the physician had to use a second lead, where the same issue occurred. This resulted in the patient only having one lead during their trial. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the needle getting stuck and causing the lead to fray was not determined.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. The initial MDR was filed as mfg report# 3007566237-2018-01528. Additional information received indicated that the correct manufacturing site was (B)(4). If information is provided in the future, a supplemental report will be issued.